Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 7122 competitor implantable tachy lead, (B)(6) 2010; 1688tc competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there was very high capture threshold. During a device changeout for normal battery depletion, manipulation of the lv (left ventricular) lead was attempted. The lv lead was repositioned slightly, but the threshold was still elevated. The lead remains in use. No patient complications have been reported as a result of this event.